Event description:
Device 1 of 4. Reference MFR report #s 1627487-2012-00367, 1627487-2012-00368, and 1627487-2012-00369. It was reported the pt (B)(6) developed an infection at the lead connector site. Antibiotics were administered as treatment but were not successful in resolving the infection as it spread to the ipg pocket. The pt's scs system was explanted as a result. A staph infection was confirmed. The physician does not suspect the infection was device related as the pt suffers from incontinence. F/u on this matter found the pt's condition is improving.

Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Eval method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.